Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted.the insulin pump was received with minor scratches on the display window, a cracked case display window corner, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The patient's blood glucose level was 10.2 mmol/l. Nothing further was reported.